Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experiencing tiredness presented in clinic for follow-up. The pulse generator exhibited back-up vvi operation. Device restoration was performed successfully, restoring normal device function. The patient was feeling well after device restoration and will continue to be monitored with regular follow-up.